Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/some pain in my pelvic region"), genital haemorrhage ("abnormal bleeding") and nephrolithiasis ("bladder or urinary problems or changes: kidney stone in 2013") in a 49-year-old female patient who had essure (ess205) (batch no. 623458) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermal ablation of endometrium with thermachoice". Medical conditions: ultrasound was performed. The myometrium is heterogeneous however no focal fibroids were identified. Concurrent conditions included body mass index normal, depression, stress incontinence, female, uterine leiomyoma, endometriosis, cyst of ovary, night sweats, abdominal pain and anesthesia. Concomitant products included amitriptyline, bupropion hydrochloride (wellbutrin), lisdexamfetamine mesilate (vyvanse), naltrexone and topiramate (topamax). On (B)(6)2007, the patient had essure (ess205) inserted. In 2007, the patient was found to have weight increased ("weight gain") and experienced rash ("rashes or skin conditions type: rash between my breasts"), migraine ("migraines"), headache ("headaches"), vitamin d deficiency ("blood or heart disorder/condition type: vitamin d deficiency"), hypoaesthesia ("neurological conditions or problems type: numbing fingers/hands"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2008, the patient experienced alopecia ("hair loss"), arthralgia ("pain has been on/off several years in my wrists/my joints"), pain in extremity ("arm pain"), back pain ("unexplained lower back sharp pain") and abdominal pain lower ("lower stomach area"). In 2009, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: heavy metal/ nickel allergy"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)") and nausea ("nausea"). In 2010, the patient experienced hair growth abnormal ("hormonal changes describe: hair growth"). In 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). In 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurring uti"). In 2014, the patient experienced nephrolithiasis (seriousness criterion medically significant) and stress urinary incontinence ("bladder or urinary problems or changes: stress incontinence"). On (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"), 8 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions/allergic or hypersensitivity reaction type"), mood swings ("mood swings"), eczema ("eczema") and abdominal distension ("bloated belly"). The patient was treated with cyanocobalamin (vit b12), ergocalciferol (vit d) and surgery (hysterectomy with bilateral salpingectomy,d&c). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, nephrolithiasis, alopecia, weight increased, hypersensitivity, hair growth abnormal, mood swings, vaginal haemorrhage, menorrhagia, allergy to metals, urinary tract infection, female sexual dysfunction, anxiety, stress urinary incontinence, migraine, headache, vitamin d deficiency, nausea, hypoaesthesia, fatigue, arthralgia, pain in extremity, back pain and abdominal pain lower outcome was unknown, the rash, dysmenorrhoea, dyspareunia, eczema and abdominal distension had resolved and the vaginal discharge was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, genital haemorrhage, hair growth abnormal, headache, hypersensitivity, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, nephrolithiasis, pain in extremity, pelvic pain, rash, stress urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: removal date of essure: (B)(6)2015. Current weight as of (B)(6)2018: 155 lbs. Approximate weight at the time of essure placement 150 lbs. Insertion details: there are a coils on the patient's right and 1 coil into the endometrium on the patient's left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6)2015: total bilateral occlusion.; on (B)(6)2015: impression- well. Positioned essure inserts. The endometrial cavity appears irregular with poor dispensability suggesting is underlying fibroid¿s.. Pathology test - on (B)(6)2007: pre and post operative diagnosis- menorrhagia gross description- the specimen is received in one container in formalin. The tissue requisition slip and container are both labeled fouser, alicia, 07-3622, endometrial curetting¿s. The specimen consists of multiple dark red-brown soft tissue fragments admixed with blood clot and mucus measuring 3.7 x 2.6 x 0.5 cm in aggregate. The specimen is entirely submitted in lens paper in one cassette labeled.. Ultrasound scan - on (B)(6)2015: impression- heterogeneous myometrium without discretely measurable leiomyoma, two adjacent mildly complex left ovarian cysts. Likely proteinaceous 0r hemorrhagic.. Concerning the injuries reported in this case, the following once were confirmed in patient's medical record: abnormal vaginal bleeding, dysmenorrhea, nausea, menorrhagia, fatigue, weight gain, eczema, hair loss." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: pfs received. Event bladder or urinary problems or changes updated to stress incontinence and kidney stone in 2013. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 49-year-old female patient who had essure (ess205) (batch no. 623458) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermal ablation of endometrium with thermachoice". Medical conditions: ultrasound was performed. The myometrium is heterogeneous however no focal fibroids were identified. Concurrent conditions included body mass index normal, depression, stress incontinence, female, uterine leiomyoma, endometriosis, cyst of ovary, night sweats, abdominal pain and anesthesia. Concomitant products included amitriptyline, bupropion hydrochloride (wellbutrin), lisdexamfetamine mesilate (vyvanse), naltrexone and topiramate (topamax). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient was found to have weight increased ("weight gain") and experienced rash ("rashes or skin conditions type: rash between my breasts"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), vitamin d deficiency ("blood or heart disorder/condition type: vitamin d deficiency"), hypoaesthesia ("neurological conditions or problems type: numbing fingers/hands"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)/ libido returned"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2008, the patient experienced alopecia ("hair loss"), arthralgia ("pain has been on/off several years in my wrists"), pain in extremity ("arm pain"), back pain ("unexplained lower back sharp pain") and abdominal pain lower ("lower stomach area"). In 2009, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: heavy metal/ nickel allergy"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)") and nausea ("nausea"). In 2010, the patient experienced hair growth abnormal ("hormonal changes describe: hair growth"). In 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). In 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurring uti"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"), 8 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), mood swings ("mood swings"), eczema ("eczema") and abdominal distension ("bloated belly"). The patient was treated with cyanocobalamin (vit b12), ergocalciferol (vit d) and surgery (she had sur,gery to remove the essure, hysterectomy with bilateral salpingectomy,d&c). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight increased, hypersensitivity, hair growth abnormal, mood swings, vaginal haemorrhage, menorrhagia, allergy to metals, urinary tract infection, female sexual dysfunction, anxiety, bladder disorder, urinary tract disorder, migraine, headache, vitamin d deficiency, nausea, hypoaesthesia, fatigue, arthralgia, pain in extremity, back pain and abdominal pain lower outcome was unknown, the rash, dysmenorrhoea, dyspareunia, eczema and abdominal distension had resolved and the vaginal discharge was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, genital haemorrhage, hair growth abnormal, headache, hypersensitivity, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: removal date of essure: (B)(6) 2015. Current weight as of (B)(6) 2018: 155 lbs. Approximate weight at the time of essure placement 150 lbs. Insertion details: there are a coils on the patient's right and 1 coil into the endometrium on the patient's left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion.; on (B)(6) 2015: impression- well. Positioned essure inserts. The endometrial cavity appears irregular with poor dispensability suggesting is underlying fibroid¿s.. Pathology test - on (B)(6) 2007: pre and post operative diagnosis- menorrhagia gross description- the specimen is received in one container in formalin. The tissue requisition slip and container are both labeled fouser, alicia, 07-3622, endometrial curetting¿s. The specimen consists of multiple dark red-brown soft tissue fragments admixed with blood clot and mucus measuring 3.7 x 2.6 x 0.5 cm in aggregate. The specimen is entirely submitted in lens paper in one cassette labeled.. Ultrasound scan - on (B)(6) 2015: impression- heterogeneous myometrium without discretely measurable leiomyoma, two adjacent mildly complex left ovarian cysts. Likely proteinaceous 0r hemorrhagic. Concerning the injuries reported in this case, the following once were confirmed in patient's medical record: abnormal vaginal bleeding, dysmenorrhea, nausea, menorrhagia, fatigue, weight gain, eczema, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaints. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/some pain in my pelvic region'), genital haemorrhage ('abnormal bleeding') and nephrolithiasis ('bladder or urinary problems or changes: kidney stone in 2013') in a 49-year-old female patient who had essure (ess205) (batch no. 623458) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermal ablation of endometrium with thermachoice". Medical conditions: ultrasound was performed. The myometrium is heterogeneous however no focal fibroids were identified. Concurrent conditions included body mass index normal, depression, stress incontinence, female, uterine leiomyoma, endometriosis, cyst of ovary, night sweats, abdominal pain and anesthesia. Concomitant products included amitriptyline, bupropion hydrochloride (wellbutrin), lisdexamfetamine mesilate (vyvanse), naltrexone and topiramate (topamax). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient was found to have weight increased ("weight gain") and experienced rash ("rashes or skin conditions type: rash between my breasts"), migraine ("migraines"), headache ("headaches"), vitamin d deficiency ("blood or heart disorder/condition type: vitamin d deficiency"), hypoaesthesia ("neurological conditions or problems type: numbing fingers/hands"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2008, the patient experienced alopecia ("hair loss"), arthralgia ("pain has been on/off several years in my wrists/my joints"), pain in extremity ("arm pain"), back pain ("unexplained lower back sharp pain") and abdominal pain lower ("lower stomach area"). In 2009, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: heavy metal/ nickel allergy"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)") and nausea ("nausea"). In 2010, the patient experienced hair growth abnormal ("hormonal changes describe: hair growth"). In 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). In 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurring uti"). In 2014, the patient experienced nephrolithiasis (seriousness criterion medically significant) and stress urinary incontinence ("bladder or urinary problems or changes: stress incontinence"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"), 8 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions/allergic or hypersensitivity reaction type"), mood swings ("mood swings"), eczema ("eczema"), abdominal distension ("bloated belly"), device expulsion ("my coils migrated into my uterus") and feeling abnormal ("memory fog"). The patient was treated with cyanocobalamin (vit b12), ergocalciferol (vit d) and surgery (hysterectomy with bilateral salpingectomy,d&c). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, alopecia, rash, dysmenorrhoea, dyspareunia, eczema, abdominal distension and feeling abnormal had resolved, the genital haemorrhage, nephrolithiasis, weight increased, hypersensitivity, hair growth abnormal, mood swings, vaginal haemorrhage, menorrhagia, allergy to metals, urinary tract infection, female sexual dysfunction, anxiety, stress urinary incontinence, migraine, headache, vitamin d deficiency, nausea, hypoaesthesia, fatigue, arthralgia, pain in extremity, back pain, abdominal pain lower and device expulsion outcome was unknown and the vaginal discharge was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, device expulsion, dysmenorrhoea, dyspareunia, eczema, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, hair growth abnormal, headache, hypersensitivity, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, nephrolithiasis, pain in extremity, pelvic pain, rash, stress urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: removal date of essure: 05-nov-2015. Current weight as of (B)(6) 2018: 155 lbs. Approximate weight at the time of essure placement 150 lbs. Insertion details: there are a coils on the patient's right and 1 coil into the endometrium on the patient's left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion.; on (B)(6) 2015: impression- well. Positioned essure inserts. The endometrial cavity appears irregular with poor dispensability suggesting is underlying fibroid¿s.. Pathology test - on (B)(6) 2007: pre and post operative diagnosis- menorrhagia gross description- the specimen is received in one container in formalin. The tissue requisition slip and container are both labeled fouser, alicia, 07-3622, endometrial curetting¿s. The specimen consists of multiple dark red-brown soft tissue fragments admixed with blood clot and mucus measuring 3.7 x 2.6 x 0.5 cm in aggregate. The specimen is entirely submitted in lens paper in one cassette labeled. Ultrasound scan - on (B)(6) 2015: impression- heterogeneous myometrium without discretely measurable leiomyoma, two adjacent mildly complex left ovarian cysts. Likely proteinaceous 0r hemorrhagic. Concerning the injuries reported in this case, the following once were confirmed in patient's medical record: abnormal vaginal bleeding, dysmenorrhea, nausea, menorrhagia, fatigue, weight gain, eczema, hair loss." Concerning the injuries reported in this case, the following ones were reported via social media : device expulsion, feeling abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: fu 4 and 5 processed together. Social media received. Reporter information added. Event : my coils migrated into my uterus, memory fog added. Outcome of pain, eczema updated. On 2-oct-2019: fu 4 and 5 processed together. Pfs received. No new information added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/some pain in my pelvic region'), genital haemorrhage ('abnormal bleeding') and nephrolithiasis ('bladder or urinary problems or changes: kidney stone in 2013') in a 49-year-old female patient who had essure (ess205) (batch no. 623458) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermal ablation of endometrium with thermachoice". Medical conditions: ultrasound was performed. The myometrium is heterogeneous however no focal fibroids were identified. Concurrent conditions included body mass index normal, depression, stress incontinence, female, uterine leiomyoma, endometriosis, cyst of ovary, night sweats, abdominal pain and anesthesia. Concomitant products included amitriptyline, bupropion hydrochloride (wellbutrin), lisdexamfetamine mesilate (vyvanse), naltrexone and topiramate (topamax). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient was found to have weight increased ("weight gain") and experienced rash ("rashes or skin conditions type: rash between my breasts"), migraine ("migraines"), headache ("headaches"), vitamin d deficiency ("blood or heart disorder/condition type: vitamin d deficiency"), hypoaesthesia ("neurological conditions or problems type: numbing fingers/hands"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2008, the patient experienced alopecia ("hair loss"), arthralgia ("pain has been on/off several years in my wrists/my joints"), pain in extremity ("arm pain"), back pain ("unexplained lower back sharp pain") and abdominal pain lower ("lower stomach area"). In 2009, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: heavy metal/ nickel allergy"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)") and nausea ("nausea"). In 2010, the patient experienced hair growth abnormal ("hormonal changes describe: hair growth"). In 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). In 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurring uti"). In 2014, the patient experienced nephrolithiasis (seriousness criterion medically significant) and stress urinary incontinence ("bladder or urinary problems or changes: stress incontinence"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"), 8 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions/allergic or hypersensitivity reaction type"), mood swings ("mood swings"), eczema ("eczema"), abdominal distension ("bloated belly"), device expulsion ("my coils migrated into my uterus"), feeling abnormal ("memory fog") and dysgeusia ("I taste like metal"). The patient was treated with cyanocobalamin (vit b12), ergocalciferol (vit d) and surgery (hysterectomy with bilateral salpingectomy,d&c). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, alopecia, rash, dysmenorrhoea, dyspareunia, eczema, abdominal distension and feeling abnormal had resolved, the genital haemorrhage, nephrolithiasis, weight increased, hypersensitivity, hair growth abnormal, mood swings, vaginal haemorrhage, menorrhagia, allergy to metals, urinary tract infection, female sexual dysfunction, anxiety, stress urinary incontinence, migraine, headache, vitamin d deficiency, nausea, hypoaesthesia, fatigue, arthralgia, pain in extremity, back pain, abdominal pain lower, device expulsion and dysgeusia outcome was unknown and the vaginal discharge was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, eczema, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, hair growth abnormal, headache, hypersensitivity, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, nephrolithiasis, pain in extremity, pelvic pain, rash, stress urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: removal date of essure: (B)(6) 2015. Current weight as of (B)(6) 2018: 155 lbs. Approximate weight at the time of essure placement 150 lbs. Insertion details: there are a coils on the patient's right and 1 coil into the endometrium on the patient's left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion.; on (B)(6) 2015: impression- well. Positioned essure inserts. The endometrial cavity appears irregular with poor dispensability suggesting is underlying fibroid¿s. Pathology test - on (B)(6) 2007: pre and post operative diagnosis- menorrhagia gross description- the specimen is received in one container in formalin. The tissue requisition slip and container are both labeled (B)(6), endometrial curetting¿s. The specimen consists of multiple dark red-brown soft tissue fragments admixed with blood clot and mucus measuring 3.7 x 2.6 x 0.5 cm in aggregate. The specimen is entirely submitted in lens paper in one cassette labeled.. Ultrasound scan - on (B)(6) 2015: impression- heterogeneous myometrium without discretely measurable leiomyoma, two adjacent mildly complex left ovarian cysts. Likely proteinaceous 0r hemorrhagic.. Concerning the injuries reported in this case, the following once were confirmed in patient's medical record: abnormal vaginal bleeding, dysmenorrhea, nausea, menorrhagia, fatigue, weight gain, eczema, hair loss." Concerning the injuries reported in this case, the following one were reported from social media report : I taste like metal. Concerning the injuries reported in this case, the following ones were reported via social media : device expulsion, feeling abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: new events were added: dysgeusia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (B)(4) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (B)(4) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain.") And hypersensitivity ("allergic reactions"). The patient was treated with surgery (she had surgery to remove the essure). Essure (B)(4) was removed in 2016. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight increased and hypersensitivity outcome was unknown. The reporter considered alopecia, genital haemorrhage, hypersensitivity, pelvic pain and weight increased to be related to essure (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.